Event description:
It was reported to philips that there was no x-ray intermittently. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system has no x ray intermittently. The philips field service engineer (fse) inspected the system onsite and reviewed the error logs and found power inverter was faulty. Fse replaced the power inverter and completed the calibration. After replacing the power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.